Event description:
The customer reported that the display on the insulin pump was foggy and he believes the device was delivering too much insulin. The customer got up and his glucose level was low at 55mg/dl. The paramedics were called, treated him at home and left. Troubleshooting was performed, and the reservoir was showing more insulin than what was shown on the status screen. The caller mentioned having chest x-rays four months ago while wearing the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.